Event description:
It was noticed the trufill dcs syringe ii syringe could not suction saline during the preparation. The product was inspected and found that there was a hole in the connection between syringe body and tubing. It seemed the syringe could not suction due to this leakage. The product was not used for the patient, and the procedure was completed using other product. The complaint product will be returned for analysis. The product was new, and it was stored per IFU guidelines. The package was not damaged. Other than the reported event, no other damages were noticed on any section of the device. No further information was available.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.